Event description:
The pt needed a magnetic resonance imaging to evaluate a tumor. The pt had 2 implantable neurostimulation systems which were removed. Please see MFR. Report # 3004209178201001930.

Manufacturer narrative:
(B) (4): the implantable neurostimulators and extensions have been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.